Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system were used. Upon release of the closure device, a long filamentous, hyper-mobile echo density was noted on the face of the closure device which appeared to extend through the left atrium into the right atrium. The patient was admitted to high level of care, started on systemic intravenous anticoagulation, and monitored through serial echo imaging. Labs were drawn to assess for possible heparin-induced thrombocytopenia (hit). The patient was maintained on argatroban therapy. Five days post-procedure, transesophageal echocardiogram was performed which revealed complete resolution of the thrombus. The patient is pending discharge from the hospital.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a 27mm watchman flx delivery system snapped inside the watchman access system (was) with blood in the device. The closure device was not received for analysis as it was implanted. The hub, shaft, tip, and core wire were visually, tactilely, and microscopically examined. Inspection of the devices revealed tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The sheath was kinked 15cm proximal of the tip. Inspection of the remainder of the devices found no other damage or defects. Product analysis could not confirm the reported event as clinical circumstances could not be replicated and the closure device was not returned.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system were used. Upon release of the closure device, a long filamentous, hyper-mobile echo density was noted on the face of the closure device which appeared to extend through the left atrium into the right atrium. The patient was admitted to high level of care, started on systemic intravenous anticoagulation, and monitored through serial echo imaging. Labs were drawn to assess for possible heparin-induced thrombocytopenia (hit). The patient was maintained on argatroban therapy. Five days post-procedure, transesophageal echocardiogram was performed which revealed complete resolution of the thrombus. The patient is pending discharge from the hospital.